Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that this programmer located in a hospital facility, was not able to interrogate the patients device. During interrogation attempt the programmer screen gave an error code: 38a14 location 420ea:0199, and then the screen went black. Technical service consultant was contacted, and confirmed programmer required software updates to interrogate implanted device. A different programmer was able to interrogate device. No adverse patient effects were reported. New information was received indicating that this programmer is working correctly, and fully updated.

Event description:
It was reported that this programmer located in a hospital facility, was not able to interrogate the patients device. During interrogation attempt the programmer screen gave an error code: 38a14 location 420ea:0199, and then the screen went black. Technical service consultant was contacted, and confirmed programmer required software updates to interrogate implanted device. A different programmer was able to interrogate device. No adverse patient effects were reported. This report is being submitted to amend/correct information provided in the previous report submission. This device did not exhibit an unresponsive touchscreen and the related CAPA information should not have been included in the previous report. Rather, this programmer was unable to interrogate a patient's implanted device. During the interrogation attempt, the programmer screen went black and an error code was displayed (code 38a14). Bsc technical services was contacted for assistance. Engineering review of the available information confirmed that the error code was displayed because of an incomplete software update. Specifically, the programmer's integrated pacing system analyzer (psa) software application had been updated to the latest version; however, the software application for interrogating the implanted device was not successfully installed during the programmer software update process. This resulted in an incompatibility between the two software applications installed on the programmer. When the programmer was used to interrogate the referenced device, the incompatible software applications were detected by the programmer, and as a result, the user was notified with the error code and the device was unable to be interrogated. A different programmer that had both software applications installed was then used and the device was successfully interrogated. No adverse patient effects were reported. Additional information was subsequently received indicating that the programmer was successfully updated with the most recent software application for interrogating the device. Once this software installation was completed, the referenced programmer was then confirmed to be working correctly. As a result, the programmer remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this programmer located in a hospital facility, was not able to interrogate the patients device. During interrogation attempt the programmer screen gave an error code: 38a14 location 420ea:0199, and then the screen went black. Technical service consultant was contacted, and confirmed programmer required software updates to interrogate implanted device. A different programmer was able to interrogate device. No adverse patient effects were reported. New information was received indicating that this programmer is working correctly, and fully updated.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue and the programmer remains in service at the healthcare facility. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.